Manufacturer narrative:
(B)(4).

Event description:
Per call review root issue was pairing failure which is not reportable. This complaint is no longer reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.